Manufacturer narrative:
D3: correction. D9: date returned to mfg 13-nov-2024. H3: one new and one used sample were received for analysis. Upon inspection, no damage or anomalies were observed. Each set were leak tested per specification. Sample one recorded a leak observed from the bond between the tubing and the last valve on the set. No leakage was observed with sample 2. Further inspection of the bonding sites showed insufficient solvent application. The complaint of leakage at the connection closest to the patient was confirmed on one of the two samples. The probable cause is due to a solvent application error in tijuana. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a box of cadd solis infusion unit 297cm and some sets leaked. Per reporter, the leaks happened at the "connection" closest to the patient. The event occurred while in use with patient. There were three products that leaked which led to lot changing. The leakages were discovered at the patient's home. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.